Event description:
N/a

Manufacturer narrative:
Trackwwise # (B)(4). Updated section: the device was returned to the factory for evaluation on 04/22/2025. An investigation was conducted on 04/23/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No additional electrical testing was conducted due to the device not powering on. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was confirmed. An engineer evaluation was conducted. The complaint was confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is not normal and there was no audible beeping sound. The electrical continuity of the complaint vh-4000 hemopro2 tool was tested using the complaint lab's multimeter (calibration ID# 14054). The electrical continuity of the complaint vh-4000 hemopro2 tool was tested with the toggle on the handle of the complaint device pulled back to the activation (power on) position. The result was no electrical continuity through the complaint device, which is not normal and indicates a break in the electrical circuit in the complaint device. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the cause of the break in the device's electrical circuit. After opening the handle, the toggle was removed from the handle to expose the switch inside the handle. The two wires from the bulkhead connector that are normally welded to the normally open (n.o.) Switch terminal were found to be disconnected and not in contact with the n.o. Switch terminal. Examination of the normally open (n.o.) Switch terminal showed an impression on the switch terminal of where the two wires had been but there was no evidence on the switch terminal indicating that the wires had melted and fused (welded) into the metal of the switch terminal. Examination of the two wires from the bulkhead connector demonstrated minimal signs of melting. Based on the visual evidence, the two wires from the bulkhead connector were disconnected from the normally open (n.o.) Switch terminal due to an incomplete welding process between the two materials. Conclusion: the root cause of the reported failure "failure to cut" was determined to be from the two bulkhead connector wires being disconnected from the normally open (n.o.) Switch terminal, which prevented electrical current from going to the heating elements in the jaws of the vh-4000 hemopro2 tool. Based on the manufacturing engineering evaluation, the reported failure "failure to cut" was confirmed. The lot # 3000435286 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wouldn't work and they tried 2 cables. The beeping sound was heard when the toggle was pulled back to activate the device. The polyfuse never worked. The power supply was not swapped. When the vaso view was changed out it immediately worked. There was no delay. No patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.